Event description:
This will be filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a friable mitral valve. The first clip (30118r1008) was advanced into the patient. It was noted that the gripper repeatedly got caught on the anterior leaflet. After multiple difficult attempts to grasp and capture the leaflets, the gripper would no longer lower and was subsequently exchanged. A second clip (30202r1086) was advanced into the patient and this clip was not able to grasp or capture the leaflets as well due to the patient's anatomy. The clip was removed from the patient and the procedure was concluded with no change in mr. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (gripper actuation - single) associated with the gripper actuation failure could not be determined. The cause of the reported difficult or delayed positioning (anatomy) associated with the gripper becoming entangled with the anterior leaflet could not be determined. The reported positioning failure (leaflet grasping - clip not implanted) and positioning failure (leaflet capture - clip not implanted) were due to challenging patient anatomy (friable leaflets). The reported image resolution poor was associated with difficult visualization. There is no indication of a product quality issue with respect to manufacture, design, or labeling.